Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "instrument suddenly stopped responding correctly. Went to remove and replace instrument, but instrument came completely apart, housing is entirely separated from rest of instrument". Failure analysis found the primary failure of failed intuitive motion test to be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Root cause of this failure is attributed to a component failure. Failure analysis investigations¿ additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. Failure analysis investigations¿ additional observation reported by site that is not related to the primary failure: the instrument was found to have all of the housing snaps broken. The root cause of broken snaps instrument housing is typically attributed the user. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log for small grasping retractor (part 470318-10/n10190902 0018) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4), with 2 lives remaining. This complaint is reportable due to the following conclusion: the small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was said that the installed instrument suddenly stopped responding correctly. Instrument was removed and replaced, but instrument came completely apart, housing is entirely separated from rest of instrument. The procedure was completed with a back-up instrument and there was no reported injury. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up to obtain additional information. However, as of the date of this report, no further details have been provided.